Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 388928, lot# 0211788759, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported a consumer got the surgery last week and it was found infection, the consumer was in the anti-infective treatment, and the device was still implanted. Additional information received indicated the consumer had partial electrode infection after implanted with a complete set of ¿nervi sacrales.¿ if the treatment was successful, the product could be kept in the consumer¿s body. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the site of the infection, symptoms related to the infection, issue resolution, and interventions remain unknown. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated the doctor had checked the device before the surgery, the doctor did not know the reason of the infection, the location of lead was buttocks, and the consumer was in treatment and had not replaced the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: product ID: 388928, lot# 0211788759, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer¿s family indicated that after the surgery, the consumer had a wound infection, and now the device had been explanted.